Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
D11- intuitive surgical, inc. (Isi) received the 8mm monopolar curved scissors (mcs) instrument associated with this complaint and completed investigations. Failure analysis investigation replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of tube extension scratch marks/abrasions to be related to the customer reported complaint. For clarification, the mcs instrument tube extension exhibited signs of scratch marks/abrasions, measured roughly 0.046¿ x 0.136¿. No signs of thermal damage observed. The root cause of the scratch marks /abrasions on the tube extension of the mcs instrument is typically attributed to the mishandling/misuse, such as excessive contact with abrasive or harsh surfaces during transport or reprocessing, or during tip cover installation/removal.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested the 8mm monopolar curved scissors (mcs) instrument involved with this complaint to be returned for failure analysis. However, as of the date of this report, the instrument has not been received. A review of the site's complaint history does not show any additional complaints related to this product. No image or video of the last procedure was provided for review. A review of the instrument log for the mcs instrument (470179-19/ n10191209-0264) associated with this event has been performed. Per logs, the mcs (470179-19/ n10191209-0264) was last used on (B)(6) 2021 on system sk0086. The instrument had 2 uses remaining after the last procedural use. Based on the information provided at this time, this complaint is being classified as a reportable event due to the following conclusion: the 8mm mcs instrument reportedly had a tear on the insulation with no evidence or claim of user mishandling/misuse. It was noted that there was no arcing observed and the mcs tip cover accessory was not compromised. At this time it is unclear the nature and exact location of the reported damage as the instrument has not been returned for evaluation. However, damaged insulation could result in stray energy being delivered to an unintended location. Although there was no report of patient injury, the issue could potentially cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information for blank fields was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date (2020 reports) is not applicable because the product is not implantable. Information for the blank fields initial reporter name and address is not available. PMA/510k (2020 reports) and adverse event are not applicable.

Event description:
It was reported that during a da vinci-assisted radical hysterectomy surgical procedure, the 8mm monopolar curved scissors (mcs) instrument had a tear on the insulation. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 23-aug-2021: the mcs instrument was inspected prior to use and there was no damage or anything out of the ordinary. The instrument tips did not collide with any other instrument or tool during procedure and the jaws were not immersed in liquid or contaminated by carbonized tissue (bio debris) prior to activating the instrument. The customer noted that there was no arcing observed. The mcs tip cover accessory exhibited no damage, was installed using the installation tool with no lubricant used, and covered the orange surface of the instrument. The grounding pad did not have any defects and was used on the patient's thigh. There was no patient injury. The patient-related information could not be provided by the customer.